Event description:
Medtronic received information regarding an imaging system being used during a cervical spine procedure. It was reported that the site had the following error message pop up when attempting to take a 3d spin for a case: "3d mode disabled. Navigation connected but not ready". The system was rebooted multiple times and the message continued to pop up. The site decided to switch to the second imaging system on site to proceed with the case. No patient impact and there was a 10 minute delay.

Manufacturer narrative:
The system was serviced in the field and passed all tests. The reported allegation could not be duplicated. 10 3d navigated spins were performed without issue. No failures were found and the system was operational. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.